Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Upon opening the package, the user noticed that the separation between the check-flo and tube of the stop-cock. There was no replacement device, so he used with adhered with the tape.